Event description:
The customer initially reported that the device needed repair. Further clarification from the customer revealed the device failed to power up during the testing. There was no pt involvement.

Manufacturer narrative:
(B)(4): the device was evaluated by a philips field service engineer (fse). The reported symptom was confirmed. The issue was isolated to the energy select switch. As of 08/24/2013, the customer has not chosen to have philips repair the device. The device remains at the customer site. Philips concluded that this was malfunction of the energy select switch.